Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the wound drain broke off inside the patient's body. The patient was taken back to laparoscopic surgery to remove the remaining piece of drain. The drain was placed on (B)(6) 2016 by a digestive surgeon after an operation. The drain was removed on (B)(6) 2016 easily and without resistance.

Manufacturer narrative:
Received 1 used wound drain. The reported event was confirmed as manufacturing related. During the visual evaluation it was noted that the round drain tubing was disconnected from the white flat drain, the disconnection occurred on the junction of white flat drain to the round drain tubing (inside the white drain), it was noted that the round drain tubing had a mark of the molding process, no damages or other manufacturing defects were observed on the returned sample. The drain was cut to take measurements with an electronic measurement vision system, and the dimensional results are as follows: diameter in x = 0.1941¿ (per specification under (B)(4) is 0.193¿±0.006¿). Diameter in y= 0.1991¿ (per specification under (B)(4) is 0.193¿±0.006¿). Average xy= 0.1966¿ wall thickness = 0.042¿ (per specification under (B)(4) is 0.039¿ ±0.005¿). The clear tube dimensions were found to be within specifications. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "¿ additional perforations should not be made in the drains. ¿ avoid suturing through drains. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked during closure for free motion to avoid possibility of breakage. ¿ drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the wound drain broke off inside the patient's body. The patient was taken back to laparoscopic surgery to remove the remaining piece of drain. The drain was placed on (B)(6) 2016 by a digestive surgeon after an operation. The drain was removed on (B)(6) 2016 easily and without resistance. According to the facility, the flat drain tube was detached from the tube during removal. The doctor reportedly did not cut it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the wound drain broke off inside the patient's body. The patient was taken back to laparoscopic surgery to remove the remaining piece of drain. The drain was placed on (B)(6) 2016 by a digestive surgeon after an operation. The drain was removed on (B)(6) 2016 easily and without resistance. According to the facility, the flat drain tube was detached from the tube during removal. The doctor reportedly did not cut it.